Event description:
It was reported that this recently implanted cardiac resynchronization therapy defibrillator (crt-d) exhibited diaphragmatic stimulation and beeping due to a high out-of-range left ventricular (lv) lead pace impedance measurement of 2,053 ohms. Review of remote monitoring data noted a gradual rise in lv pace impedance measurements over the past month from 1,300 ohms to 2,053 ohms. Technical services (ts) discussed that the high lv pace impedance measurements may be indicative of post-operative healing and the lead settling into place. This crt-d system remains in service and will continue to be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.